Manufacturer narrative:
Pump received with cracked lcd display window corners noted. The test reservoir was able to lock in place. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. No moisture or audio/vibrate anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly and condensation on insulin pump screen. Customer's blood glucose value was unknown. Customer declined troubleshooting. Customer stated that insulin pump had crack on top right of insulin pump screen, failed battery test. Customer also stated that they had to reset date and time during battery change and the battery life was decreased. The device will not be returned for analysis.